Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) performed an onsite inspection of the system and determined that the system failure to start was caused by a malfunction in the device application software. An analysis of the system log files revealed multiple software application errors. Following troubleshooting procedures, the fse proceeded to reinstall the software across the entire system. After the software reinstallation, the system was returned to use in good working order.